Event description:
Report rec'd of a tubing separation. The pt was receiving an infusion of 0.9ns at an unspecified rate through the IV set connected to a peripheral IV line. At some unspecified time during the infusion, the respiratory therapist walked in the room and noted blood on the pt's chest. The nurse then inspected the IV and observed that the IV tubing had separated from the male luer. The male luer reportedly remained in the "caplock" and blood was observed to be leaking out. The nurse reported that an estimated 200-250cc of blood was lost. The pt's blood pressure reportedly remained stable and they were asymptomatic. No treatment or lab tests were done. The IV line remained patent, and the IV set was replaced. There were no reported adverse pt effects and no medical intervention were required. Though requested, no add'l info was provided.